Event description:
The customer reported that diluent leaked from the coulter lh 750 hematology analyzer and onto the countertop. The customer indicated that the leak was not contained within the instrument and the customer was unable to determine the volume of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated that the instrument generated a sheath tank not full error during the leak.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was not dispatched for this event. The customer discovered a disconnected tubing at fitting ff119 and reconnected the tubing to resolve the leak. The tubing connected to fitting ff119 provides diluent from sheath tank to the flow cell upper sheath. Failure mode of the leak is attribtued to a disconnected tubing at fitting ff119; the instrument generated a sheath tank not full error message to alert the customer of an instrument issue. (B)(4).